Event description:
It is reported that fixation pin for the plate broke at the distal end during screwing in. The distal end stayed into the patient. The round head part of the screw broke apart. New screw was implanted. Surgical delay of 30min is reported. No adverse consequences is reported.

Manufacturer narrative:
The screw was reported to have a fractured tab during implantation. Manufacturing history was reviewed and no anomalies were found. Material analysis was performed and found that the screw fractured in ductile overload. The elemental constitution was as specified on the drawing. No material or manufacturing defects were found. The sales representative reported that the patient had hard bone quality which is the likely cause of the tab fracture.

Event description:
It is reported that fixation pin for the plate broke at the distal end during screwing in. The distal end stayed into the patient. The round head part of the screw broke apart. New screw was implanted. Surgical delay of 30min is reported. No adverse consequences is reported.